Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder replacement., sportsmed sa 18.04.18. Locking screw snapped in half as surgeon inserted the inferior screw. Screw still appeared to be seated within the metaglene. The decision was made to not remove the inferior screw as the other screws / metaglene could have been compromised. Four screws were used, 3 locking, 1 non-locking. Screws was determined to be still providing fixation, decision was made to leave it in. Surgeon was satisfied with outcome. No ae to patient, 10 minutes delay in surgery. Jnj representative present for case. Doi: (B)(6) 2018; doe: (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.